Manufacturer narrative:
(B)(4). Concomitant medical products - unknown shell, unknown liner/ pn's and ln's unknown, femoral head/ pn 00801803202/ ln 62204561. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01987.

Event description:
It was reported that patient underwent a hip revision surgery due to suspected adverse reaction to metal debris approximately 5 years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.